Event description:
During a coronary artery drug eluting stenting treatment procedure a taxus express2 stent jammed. Upon removal, damage to the first part of the stent was observed. The device was therefore not implanted.